Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia'). In an adult female patient who had essure (batch no. 625504), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation together". The patient's medical history included: infertility, menorrhagia, dysmenorrhea and uterine leiomyoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). And was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: five trailing coils were seen on left. Discrepancy in essure insertion date: previously reported was (B)(6) 2013. And now as per mr: (B)(6) 2008. Discrepancy in essure removal date: previously reported was (B)(6) 2019. And now as per mr: (B)(6) 2018. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: patient dob, lot number, medical history and product indication were added. Events added: menorrhagia, device monitoring error, uterine leiomyomata. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 625504) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation together". The patient's medical history included infertility, menorrhagia, dysmenorrhea and uterine leiomyoma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy,bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: five trailing coils were seen on left diecrepancy in essure insertion date: previously reported was (B)(6) 2013 and now as per mr-(B)(6) 2008. Discrepancy in essure removal date: previously reported was (B)(6) 2019 and now as per mr-(B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.